Manufacturer narrative:
Age at time of event: about (B)(6) years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration and stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. After successfully deploying a 5.0mmx19mmx150 cm express® sd renal/biliary stent, the physician wanted the make the stent a little bigger. The physician then proceeded with post-dilatation; however, the stent was instead pushed down the vessel and got kinked. A 6x40 innova stent was then advanced and deployed to open up the previous stent. The procedure was completed. No patient complications were reported and the patient's status was fine.